Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the device had a solid tone and would not work with lcsc5. No other information known. There was no consequence to pt.